Event description:
Boston scientific crm received information that during a recent device replacement procedure, this lead was surgically abandoned as it was believed that this lead was fractured under collar bone crush. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.